Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to leads (lot#s unknown) only. (B)(4) applies to leads (lot#s unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports doing well and is currently on their left side. They thought their leads changed on their own back and forth and experienced diarrhea twice. No further patient complications have been reported as a result of this event.